Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume (iipv) on (B)(6) 2015. The pt remained asymptomatic: drain 0: 7ml; fill 1: 2254ml drain 1: 1746ml; fill 2: 2254ml drain 2: 4141ml; fill 3: 2254ml drain 3: 2934ml; fill 4: 2254ml drain 4: 2731ml; fill 5: 48ml. The reported drain volume of 2254ml was 184% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill. The pdrn reported she felt the large drain was a positional issue with his catheter and had recommended to the pt that he sit up during treatment to minimize any drain issues.

Manufacturer narrative:
A review was performed by the post market clinical dept of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 2 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.